Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated right ventricular pacing thresholds prior to hospital discharge. The clinician suspected lead dislodgement or local tissue reaction.